Manufacturer narrative:
Siemens has initiated an investigation of the reported event. Additional information will be provided if it becomes available through the ongoing investigation. The report is submitted with an abundance of caution.

Event description:
It was reported to Siemens that a malfunction occurred while operating a SOMATOM go.Top CT system.During a perfusion evaluation, an unexpected error pop-up was displayed to the user indicating that the selected data could not be opened. As a result, the examination could not initially be completed. Following a system restart, the examination was successfully finalized. The interruption resulted in an approximately 20-minute delay in diagnosis. The patient's age and gender were not reported to Siemens. According to the information received, the patient is doing well and no adverse health consequences or further health issues have been reported.